Event description:
It was reported that a spectrum pump under infused during an infusion in the med/surge care area. It was also reported that there was no patient injury. The medication, programmed rate and volume to be infused are unknown. No additional information was provided.

Manufacturer narrative:
Manufacturer ref no.: (B)(4) - baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.